Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur, resumed insulin delivery after reloading cartridge, and was advised to continue using pump and to call back if any malfunction code occurred again.